Event description:
It was reported that a flo-gard infusion pump presented an f-82 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced onsite by a field service technician. An alarm log review, visual inspection, and functional testing were performed and nothing that could have caused the reported condition was noted. The reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.